Event description:
It was reported that following the implant of this transcatheter bioprosthetic valve, the patient was transferred for continued rehabilitation. Low blood pressure and loss of appetite were noted at the new facility leading to a transfer back to the original hospital approximately 2 months after the valve was implanted. Dehydration combined with infection caused by shock was suspected. Treatment consisted of fluid replacement, norepinephrine, and antibiotic medication. Following treatment, the patient was able to communicate. One week later, a decrease in urine output was noted. This led to oliguria with no spontaneous urine output and a blood pressure that required high dose epinephrine to maintained. Pulmonary edema developed due to worsening congestion and the patient was placed on noninvasive positive pressure ventilation to maintain breathing. Dialysis was considered; however, family declined invasive procedures. The patient went on palliative care. Subsequently, the patient's blood pressure gradually decreased. Death was confirmed approximately 8 days later. Per the physician, the cause of death was an exacerbation of chronic heart failure and septic shock.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.